Event description:
It was reported that the patients right ventricular (rv) lead appeared to have a micro dislodgement with high/unstable thresholds and diminished sensing. An intervention was completed to reposition the lead. The lead helix was retracted and extended multiple times but the physician was unable to move the lead. Threshold and sensing were stable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).